Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hospitalization for reported fluid accumulation in the heart and lungs. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler. The patient report of slow draining could be attributed to poor pd catheter placement, a blockage due to fibrin, or other reasons other than device related. No other calls for this issue were documented with technical support. The patient¿s report of fluid accumulation could not be confirmed by the pd nurse. The patient was discharged to home and continued pd therapy utilizing the same liberty select cycler. Although the patient continues to utilize the same liberty select cycler without issue, without additional information it cannot be confirmed if the liberty select cycler caused or contributed to the patient¿s hospitalization event for reported fluid accumulation.

Event description:
During a follow-up call for draining slowly on (B)(6) 2021, it was reported that this female peritoneal dialysis (pd) patient went to the hospital on (B)(6) 2021 for accumulation of fluid in the lungs and heart. The patient stated it was related to the liberty select cycler and requested a new cycler. During the initial call for draining slowly, the patient reported it was occurring for approximately three weeks and the pd nurse was not aware she was in the hospital. The patient stated she already did troubleshooting. No additional records are open for this issue prior to the call on (B)(6) 2021. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient went to the hospital on (B)(6) 2021 and was admitted with an unknown diagnosis. The pd nurse stated the hospital records had not been sent to the clinic. The patient was discharged to home on (B)(6) 2021 and continues to utilize the same liberty select cycler for treatment. The patient had been seen in the pd clinic on (B)(6) 2021 for a routine appointment. Everything checked normal with the patient. The patient did not show any signs of pulmonary edema or other fluid accumulation at that time. The patient was scheduled to travel the following day but was admitted to the hospital. The pd nurse cannot confirm the reason or cause of the patient¿s hospitalization. No additional information was available.

Event description:
During a follow-up call for draining slowly on (B)(6) 2021, it was reported that this female peritoneal dialysis (pd) patient went to the hospital on (B)(6) 2021 for accumulation of fluid in the lungs and heart. The patient stated it was related to the liberty select cycler and requested a new cycler. During the initial call for draining slowly, the patient reported it was occurring for approximately three weeks and the pd nurse was not aware she was in the hospital. The patient stated she already did troubleshooting. No additional records are open for this issue prior to the call on (B)(6) 2021. Additional information was obtained through follow-up with the patient¿s pd nurse. The patient went to the hospital on (B)(6) 2021 and was admitted with an unknown diagnosis. The pd nurse stated the hospital records had not been sent to the clinic. The patient was discharged to home on (B)(6) 2021 and continues to utilize the same liberty select cycler for treatment. The patient had been seen in the pd clinic on (B)(6) 2021 for a routine appointment. Everything checked normal with the patient. The patient did not show any signs of pulmonary edema or other fluid accumulation at that time. The patient was scheduled to travel the following day but was admitted to the hospital. The pd nurse cannot confirm the reason or cause of the patient¿s hospitalization. No additional information was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.